Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the instrument to be fractured. The complaint is confirmed. A determination cannot be made what caused the tip to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A supplier DHR review was conducted and no deviations or anomalies were noted during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tips broke off during a procedure. The fractured tip was retrieved from the patient. No adverse events have been reported as a result of the malfunction.